Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the pump was malfunctioning. The patient went in to see the hcp on (B)(6) 2018. Per the reporter, the healthcare provider (hcp) misunderstood the patient and thought the patient felt the pump wasn't strong enough. The hcp turned everything up and on saturday morning the patient was foaming at the mouth. The ambulance came to her home. It took the managing hcp 2.5 hours to get to the emergency room (ER) to turn the pump off. The ER had to continue giving the patient shots of narcan to help her with the overdose. Since then the hcp turned the pump back on again at a lower dose but it was still malfunctioning. The patient was getting a bolus whenever she asks for it and was now concerned she will overdose again. No further complications were reported.